Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. In addition, the a cartridge alarm (cartridge alarm 19) occurred during pumping. The customer's blood glucose was 282 mg/dl. Reportedly, the customer was able to resume insulin therapy.